Event description:
It was reported while using bd¿ next generation patient / exam room sharps collector, 5.1l the lid was missing. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: received two containers without lids and couldn't use them.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that they receive two containers without lids could not be verified due to the product not being returned for failure investigation. Device history record review process was not able to be performed since there was no lot number provided to verify if there were issues reported like missing lids during the manufacturing process. A review of the ncmr¿s was performed; the result showed no issues for the same part number and issue throughout the last twelve months. According with this investigation there is not enough information provided from customer like pictures of original packaging or lot number. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ next generation patient / exam room sharps collector, 5.1l the lid was missing. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: received two containers without lids and couldn't use them.